Event description:
The customer reported intermittent sys lock ups and intermittent booting. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and replaced. The sys software was also reloaded. The sys was tested and found to be working as intended and returned to svc.